Event description:
It was reported that the filter was deployed in error in an accessory vein. A consulting physician suggested leaving this filter implanted and placing a bird's nest filter above. This was performed successfully.